Event description:
It was reported that the medtronic (mdt) representative (rep) stated that he had a mpxr to report about a pump, and needed assistance with completing it since registration was down. The technical support services (tss) provided the number for field services and transferred to pump technical services, however representative disconnected call, therefore further stagging record (sr) details were not obtained due to the nature of the call. Additional information was received from a manufacturing representative and reported that this event was already reported.

Manufacturer narrative:
Continuation of d10: product ID 8780 lot# serial# (B)(6) implanted: (B)(6) 2019: product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6), ubd: 30-jan-2020, UDI#: (B)(4) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from the healthcare provider (hcp) via the company representative (rep) regarding a patient receiving intrathecal morphine (unknown) via an implantable pump. The company rep reported that the pump was explanted yesterday due to an infection that presented shortly after implant. The company rep stated that when they went to do the replacement, they noticed an infection. The company rep said that they took a sample and got it tested and it came back negative. The company rep then stated that weeks later the patient was having some issues and was seeing an infectious disease and the doctor did some labs and they were showing an infection so they went back in to do another washout and the infection had spread. The issue was not resolved through troubleshooting. It was further reported that the patient's pump and catheter were explanted on (B)(6) 2026.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.